Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was explanted due to a micro dislodgment and high thresholds. The hospital retained this device. Should additional information be received, this file will be updated.